Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics. No vibration anomaly was noted. The unit was unable to perform any test including the idle current, run current, displacement, unexpected restart error, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests along with the self test due to a blank display. The insulin pump was received with minor scratches on the lcd window, cracked casing at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she dropped her insulin pump in the water and the device began to continuously vibrate and alarm unexpected restart error. The patient's blood glucose at the time of incident was 341 mg/dl. Troubleshooting was initiated and the customer confirmed that there was fluid under the lcd display. There were no cracks or other issues with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.